Manufacturer narrative:
The reported run-on was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, a failed e-box was found, which can lead to the reported event.

Event description:
It was reported that at the user facility the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that at the user facility, the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.